Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. The device was investigated by the manufacturer. A review of associated calibration and preventive maintenance records over the last 12 months was performed with no observations. All reviewed records indicated associated presses were within calibrated range required to perform tab attachment to customer requirements. No manufacturing related nonconformance were identified. Associated calibration and preventive maintenance records indicate manufacturing equipment is operating within required limits. Lubrizol has ample modes of control in place to reduce the likelihood of releasing a device not meeting customer defined specifications. Product and document evaluation could not identify any nonconformance related to manufacturing. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
During explanation, the doctor noticed the tissue expander was rotated inside the patient. The expander had never filled and during revision and it was noticed the tabs were completely detached. No patient harm was reported.